Event description:
It was reported that patient (pt) said "the thing in my chest...." Was "just not connecting." Patient was difficult to understand on the call and patient services did their best to document the reported information and had to ask clarifying questions to make sure they understood the patient's statements/questions and their concerns. The patient further clarified that they weren't able to connect to their implantable neurostimulator (ins). They stated this had happened before. Patient services walked the patient through doing a communicator reset and the patient was able to successfully connect to see their settings. External devices were functioning as intended. The patient mentioned something about "feels like it's not working" and stated, "because the thing in my chest kind of bothers me." Patient confirmed they experienced pain at the implant site in their chest that started last night but also confirmed they were not feeling the pain now. Patient services asked the patient if they'd had a fall or a trauma that could have caused the issue and the patient said they had fallen about a week ago, but that they'd fallen backwards and landed on their back. Patient services reviewed the role of patient services and reviewed with the patient that the external devices were functioning as intended but redirected the patient to follow up with their managing healthcare provider (hcp) regarding their concerns about the pain and to discuss the fall and check the implanted system. Additional information was provided regarding a patient call about a previously reported issue: the patient was seen by the hcp two days ago and was told to order a replacement communicator/handset kit; during the call, the agent had the patient power the devices off and then attempt to connect to the therapy app, and the patient was able to connect without any issues; the agent found no device problems on the call and suggested powering devices off when not in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.